Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2001 - patient underwent repair of incarcerated ventral incisional hernia with implant of flat mesh. Lysis of adhesions was performed. During procedure, one small bowel serosal tear was repaired with sutures. (B)(6) 2005 - patient underwent laparotomy for incarcerated ventral hernia that was repaired with sutures, and repair of small bowel obstruction. To gain access, the flat mesh was cut and re-sutured. Lysis of adhesions was performed. The incarcerated ventral hernia was under the prior colostomy site and appeared to be the point of obstruction. Extensive adhesions may have contributed as well. (B)(6) 2009 - patient underwent laparotomy for repair of ventral hernia and small bowel resection. Small bowel obstruction was due to intra-abdominal disease (colon with diverticulosis) from prior abdominal surgeries. A deficit in the flat mesh was partially excised, and resected. Hernia was repaired. Lysis of adhesions was performed. There were serosal tears that were repaired.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient had multiple co-morbidities including morbid obesity, smoking, perforated diverticulitis, and multiple abdominal surgeries. Almost two years prior to implant of flat mesh, patient underwent sigmoid colectomy. Seven months after colectomy he underwent colostomy closure that was complicated by a severe wound infection, necessitating a long vac closure. In (B)(6) 2001, the patient underwent repair of chronically incarcerated ventral hernia. Four years post implant, the flat mesh was dissected and re-sutured during release of small bowel obstruction and reduction of an incarcerated ventral hernia. Eight years after initial implant, the flat mesh was partially excised during small bowel resection and ventral hernia repair. The information provided indicates that the patient developed, and was treated for adhesions and recurrence, which are known adverse events listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product has been returned. If an additional information is obtained, a supplemental MDR will be submitted.